Manufacturer narrative:
A partial lead with the distal tip measuring 65.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a right ventricular lead exhibited noise, low impedance, and a fracture. The lead was successfully extracted and replaced. There were no procedure related complications and patient was stable.